Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after treating a prior low glucose episode and not announcing meals, with fingerstick and sensor glucose values ranging from the high 200s to a peak of 387 before trending down after a supply change and education on accurate meal logging. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included phone-based troubleshooting, review of glucose trends, and user education on meal announcement to support algorithm learning. Investigation of this case revealed no device malfunction reported and a likely user-management contribution, including overcorrection after a low and unannounced carbohydrate intake, with glucose returning toward range following supply change and adherence counseling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.